Event description:
It was reported that the patient received inappropriate therapy for svt. During echocardiogram, the physician noted that the rv lead was implanted in the lv apex via the right atrium, pfo, left atrium, mitral valve. R-waves were low. The physician reprogrammed the device until lead repositioning could be performed, but the patient elected to be seen elsewhere.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.